Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the front handle did not move, and reportedly, something that "snap" was felt during attempted deployment. The stent was removed outside the patient fully covered by the outer sheath, and noticed the outer sheath was disconnected near the rx port. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.